Event description:
Pt underwent uneventful lasik ou (B)(6) 2014. Came to the center (B)(6) 2014 for one month post op. Vasc 20/20 od, 20/19- os. Pt state vision is good but has "rainbow lights in glare". MFR ref# 3003288808-2014-01738.